Event description:
It was reported that the right ventricular lead exhibited an impedance measurement anomaly and high thresholds. The lead was noted to be fractured. The patient was asymptomatic and would continue to be monitored.

Event description:
New information reported that the lead was successfully capped and replaced on (B)(6) 2015. The patient was in stable condition during and post procedure.

Manufacturer narrative:
(B)(4).